Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during reprocessing of the device, there were oil film stains on the charged coupled device glass surface of the colonovideoscope. There were no reports of patients' harm.

Event description:
It was reported that during reprocessing of the device, there were oil film stains on the charged coupled device glass surface of the colonovideoscope. There were no reports of patients' harm.

Manufacturer narrative:
This supplemental report is being submitted to provide, additional information, device evaluation, and lm investigation. The device was returned to olympus for inspection, and the reportable malfunction was confirmed. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: event 1:poor water/air transmission. (The nozzle is blocked.) Event 2:clean the glass.(there are oil film stains on the ccd glass surface.) Olympus will continue to monitor field performance for this device.